Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the buttons from two ar-2372blo knotless ac tightrope open repair implant fell off the inserter. This was discovered upon opening the package during a procedure on (B)(6) 2024. It was discovered that the top silver spindle that connects the buttons to the inserters, was not long enough to capture the button securely. The case was completed by removing the blue inserter and spinning the pec button onto the silver spindle and inserted the button without the blue inserter and with only the silver spindle of the second ar-2372blo knotless ac tightrope open repair implant that was opened. Additional information received on 12/3/2024: this was discovered during an ac reconstruction. The case was not delayed.